Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported right sided intracapsular rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right sided intracapsular rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, broken on the posterior side assessed as surgical impact opening. And opening in the posterior side assessed as surgical damage (shell thickness was within specification) additional observations: ¿no penetrating nick ( stress marks) observed on the device. No further actions are required as the device was implanted.